Event description:
It was reported by service report that the fowler would not move, and it will not lay flat. It was reported that there was a pt involved, however, there were no adverse consequences reported as a result of this issue.